Event description:
The customer reports a false positive reactions to the anti-a microwell in the mts abd/abd gel card that was confirmed to be type "o" blood group with repeat testing in the manual gel method. No incorrect results were reported.

Manufacturer narrative:
Cts confirmed that the mts diluent and the listed abd gel cards all have normal appearance and have been stored accordingly. All foils to the gel cards confirmed to be sealed. Cts guided the customer into the log files and confirmed the gripper to be holding gel cards correctly and straight by reviewing random .tif images. Cts discussed multiple causes of a potential misread by the provue gel camera including hemolysis and potential interference to the gel camera. The customer indicates their confident that the reported concerns were isolated events (multiple successful batches to qc, patients, and donors all successful without any discrepancies). (B)(4).